Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 44-year-old female patient who had essure (batch no. C95429-invalid) inserted for female sterilization. Other product or product use issues identified: device ineffective "no occlusion seen, free peritoneal spill from both fallopian tubes" on (B)(6) 2015. The patient's medical history included nabothian cyst and adenomyosis. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral essure devices. No occlusion of the fallopian tube seen with free peritoneal spill from both fallopian tubes. Hysteroscopy - in 2015: an essure device was placed into the right fallopian tube up to the black identification ring. The ring was at the tubal opening, 3 coils of the device were intrauterine. The contralateral tubal opening was visualized and an essure device placed into that tube up to the black, 4 coils were visible. Patient tolerated the procedure well. Pathology test - on (B)(6) 2019: cervix revealing small nabothian cysts; - endometrium exhibiting inactive morphology; myometrium revealing superficial adenomyosis; bilateral fallopian tubes exhibiting no significant histopathologic change. Gross description: at both the right and left cornu there are essure microcoils extending into the fallopian tube segments. Right fallopian tube: 5.4 cm long x 0.4 cm in diameter, with the coils extending 1.4 cm into the fallopian tube lumen. Left fallopian tube: 5.5 cm long x 0.4 cm in diameter, with the coil extending 1.4 cm into the fallopian tube lumen. Lot number reported (c95429) is invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure (batch no. C95429) inserted for sterilization. Other product or product use issues identified: device ineffective "no occlusion seen, free peritoneal spill from both fallopian tubes" on (B)(6) 2015. The patient's medical history included nabothian cyst and adenomyosis. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral essure devices. No occlusion of the fallopian tube seen with free peritoneal spill from both fallopian tubes. Hysteroscopy - in 2015: an essure device was placed into the right fallopian tube up to the black identification ring. The ring was at the tubal opening, 3 coils of the device were intrauterine. The contralateral tubal opening was visualized and an essure device placed into that tube up to the black, 4 coils were visible. Patient tolerated the procedure well. Pathology test - on (B)(6) 2019: cervix revealing small nabothian cysts; - endometrium exhibiting inactive morphology; myometrium revealing superficial adenomyosis; bilateral fallopian tubes exhibiting no significant histopathologic change. Gross description: at both the right and left cornu there are essure microcoils extending into the fallopian tube segments. Right fallopian tube: 5.4 cm long x 0.4 cm in diameter, with the coils extending 1.4 cm into the fallopian tube lumen. Left fallopian tube: 5.5 cm long x 0.4 cm in diameter, with the coil extending 1.4 cm into the fallopian tube lumen. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.